Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qq09, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was moving around the pocket since (B)(6) 2015 and the patient had a small frame. The patient had a loss or change of therapy in the past 4 days. The patient was soaking their depends for the past 4 days with their bowels. The patient had not been like this since they couldn't remember and couldn't feel stimulation. The patient connected to the ins and was able to turn stimulation up. There were no falls or trauma that could be related to these issues. The patient noted they couldn't turn their neck due to major neck surgery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.